Event description:
It was reported that the insulin pump alarmed button error after a battery replacement. The customer's blood glucose was 417 mg/dl, which was treated with manual injection. The customer stated that the insulin pump had been left without a battery for one day, and upon insertion of the battery, the insulin pump alarmed button error. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.